Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed high flows in the 9-11 lpm range and powers of 6-7 w. The patient was clinically stable with a lactate dehydrogenase level of 288. Log file analysis captured increased elevations in power and flow on (B)(6) 2021 from 12:30 am to 9:45 am. Many of these were associated with pulsatility index events. It was reported that the elevated pump power and flows resolved and the patient was stable and continued on routine care.

Manufacturer narrative:
Manufacturer's investigation conclusion: transient power and flow elevations were confirmed through the evaluation of the submitted log file. However, a direct cause for these elevations could not be conclusively determined through this evaluation. The submitted log file contained data from 29oct2021 at 01:18:20 to 16nov2021 at 10:15:46. Transient elevations in power up were recorded on (B)(6) 2021 between 00:30:40 and 10:15:46. Calculated flow was correspondingly elevated. Most power elevations were associated with pi events. The pump appeared to be operating as intended at the set speed. The patient remains ongoing on heartmate ii ventricular assist device (vad), serial number (B)(6) , support. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The left ventricular assist system (lvas) kit for (B)(6) has an expiration date of (B)(6) 2021 due to the inflow cannula expiring on 27sep2021. The pump exchange was performed on (B)(6) 2021, but the inflow cannula was not exchanged per device tracking information. The pump, (B)(6) , and outflow graft, 6822197, have expiration dates of 11jul2022 and 11sep2022, respectively. None of the devices used for the pump exchange were past their expiration dates. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU), is currently available. The hmii lvas IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also explains that pulsatility index (pi) events cause the device to decrease to its low speed limit and then ramp up to the fixed speed unless another pulsatility index (pi) event is detected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4, expiration date: corrected.